Event description:
The procedure was to treat on ostial lesion in the ramus. The sport guide wire was advanced to the ramus and another sport guide wire was advanced to the cx due to the bifurcation. The lesion was stented and all devices were removed without resistance. The patient was complaining of chest pain, so another angio was done and the tip of the guide wire was observed in the distal ramus. No retrieval attempts were made. The patient was taken to intensive care, still complaining of chest pain. The patient's st elevations went down and the patient was released form the hospital in good condition.